Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp will not flush. The following information was provided by the initial reporter: material #: 20019e, batch #: unknown. It was reported smart site extension will not flush.

Manufacturer narrative:
No product will be returned per customer. The customer complaint that the smart site extension will not flush could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Device history record for model 20019e could not be performed due to no lot number being provided by customer.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp will not flush. The following information was provided by the initial reporter: material #: 20019e; batch #: unknown. It was reported smart site extension will not flush.